Event description:
It as reported from the customer: catheter inserted (B)(6) 2013, during hemodialysis, machine alarming, staff attended pt and observed line looked longer. Dialysis stopped, on review the catheter had clearly moved, cuff almost exposed. Pt had rijv catheter. Reviewed by renal registrar, decision made to remove catheter. Pt had new tunnelled catheter inserted on opposite side.

Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for eval. A lot history review (lhr) of rewg0956 showed no other similar product complaint(s) from this lot number.